Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Blood and tissue was present on the device. Evidence of clinical use was observed. The silicone insulation was burnt and detached at the tip. The blunt tip assembly was melted on the cannula and a portion of the silicone from the jaws remained melted inside the blunt tip. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components no visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing in regards to "overheating". Based on the results of the evaluation, the reported complaint for ¿overheating" was unable to be confirmed. The device history record was reviewed. The records show the both cannulas and the dissection tools used in the batch passed final inspection and met all required specifications. We were able to confirm an analyzed failure of damaged jaws and melted blunt tip.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro became hot and red and the tip melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During CABG the device became hot and red and the tip melted. They used another device to complete the procedure. I am still gathering more details or when during the procedure it happened, who was harvesting and what the date of the incidence was. As well as the patient information age/sex/weight.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro became hot and red and the tip melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During CABG the device became hot and red and the tip melted. They used another device to complete the procedure. I am still gathering more details or when during the procedure it happened, who was harvesting and what the date of the incidence was. As well as the patient information age/sex/weight.